Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead triggered an alert for high, out of range pacing impedances. According to the field representative, the cause of the high impedance was not identified, and patient was sent home with the unipolar setting and the doctor decided to wait and see. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead triggered an alert for high, out of range pacing impedances. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.